Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface use with lps/lps-flex cat#: 00595403702, lot#: 63758679; lps-flex femoral component porous cat#: 00595403702, lot#: 63758679; all poly patella cat#: 00597206535, lot#: 63779976. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported patient underwent knee revision approximately one month post-implantation due to tibial component collapse. Post-initial x-rays had slight varus, which gradually worsened over the 1 month period. The tibial components were revised.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of x-rays. X-rays were not provided for review; however, it was reported that post op x-ray confirmed slight varus, which gradually worsened with serial x-rays over the following weeks post initial surgery. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.